Event description:
Patient alleges that he experienced and/or is at risk of experiencing serious and dangerous side effects including but not limited to, loss of shoulder mobility and range of motion, loss of use of the shoulder, as well as other severe and personal injuries which are permanent and lasting in nature, following the use a pain pump in surgery 2001.

Manufacturer narrative:
The information contained herein is based on the information provided buy the initial reporter. The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is not definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Rev. G). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (Rev. E). If additional information that is pertinent to this event becomes available, I-flow wil submit a follow-up report.